Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e104 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. Service order report, #(B)(4), feedback: the service technician replaced the pump motor and pump head. The system checkout procedure was then successfully completed. Photos were returned for analysis. A review of the photos confirmed the leak at the system pressure dome. The review of the photos also indicated that the membrane associated with the system pressure dome was found sitting on the pump deck, and not secured to its pressure dome housing. One of the causes for a pressure dome diaphragm lifting up could be due to the diaphragm encountering a significant system pressure while not being properly seated onto the instrument. The pressure dome diaphragm needs to be properly secured to its pressure dome housing and the housing needs to be properly secured to the instrument, in order to ensure a leak free component. The review of the photographs was unable to determine the cause for how the pressure dome diaphragm was removed from the system pressure dome. A material trace of the pressure dome housing assembly and its components used to build the kit lot did not find any nonconformances thus a root cause could not be determined from the provided photos, as no manufacturing defect was identified during the investigation. A review of the device history record found no related nonconformances. Based on the analysis, no remedial actions will be taken. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported a system pressure dome membrane leak at 595ml of whole blood processed. The customer aborted the treatment with no blood/products returned to the patient. The customer reported that the patient was in stable condition. Photos were submitted for investigation.